Manufacturer narrative:
(B)(6). The actual sample was not available for investigation, however, photos of the impacted product were provided. The visual inspection observed that the cone of the effluent male luer lock was broken. The reported condition was verified. The cause is design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on one (1) unit of prismaflex m100 due to a damaged luer connector. The event occurred during priming. There was no patient involvement. No additional information is available.